Event description:
It was reported that the pump touch screen was dim and unclear. Additional information was not provided. Additional follow up attempts were performed by tandem technical support to complete troubleshooting; however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.